Manufacturer narrative:
Insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Pump passed the delivery accuracy test. Insulin pump delivered a bolus properly. No under delivery anomaly noted. Insulin pump had cracked case at display window corner, cracked reservoir tube lip, cracked reservoir tube and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that her husband experienced high blood glucose of 426mg/dl which was treated with manual injections. Customer¿s current blood glucose was 196mg/dl and at time of incident blood glucose was 293mg/dl. Drive support cap appears normal. Customer alleged for possible under delivery. Insulin pump will be return for analysis.